Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's parent that they received a letter from their clinic related to the known circuit error and they wanted to know what was wrong with the device. Follow up was attempted but no additional information was provided so this contact is being reported out of an abundance of caution. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.